Event description:
After unsuccessfully crossing the lesion with the stent, the physician noticed that the tip of the stent started releasing from the stent delivery system (sds). When the physician attempted to withdraw the sds from the patient, the stent released into the wrong vessel. The patient is a female. The target lesion was the left superficial femoral artery (sfa). The vessel was described as severly calcified, moderately tortuous , and totally occluded. The product was properly inspected and prepped, prior to use. A contralateral approach was used to access the patient. The sheath introducer could be delivered only to the right common iliac artery because there was difficulty crossing over the bifurcation. The lesion was pre-dilated with a balloon (submarine/getz bros). The sds was advanced over the guidewire, to the lesion, but there was difficulty crossing the lesion with the sds. There is no information as to if extra force was used to cross the lesion. At this point, the physician noticed the tip of the stent coming out, so he began to withdraw the sds, but during withdraw, the stent released into the left common iliac artery although the locking pin was still in place during the removal. The physician attempted to retrieve the stent with a snare, but was unsuccessful. The stent remains in the patient. The target lesion was not treated. There was no reported injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.